Manufacturer narrative:
A medical review was performed on the available information and the cause of the event is undetermined. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding complaints of deaths or serious injuries received between (B)(4) 2011 to (B)(4) 2013.

Event description:
During fill, cycler gave air detected in cassette message. Tightened connections but unable to clear message. When cycler was reset and cassette was removed patient found slight leak. There were no sharp edges and patient was unable to find location of the leak.